Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot. This event occurred in belgium.

Manufacturer narrative:
The case logs have not been evaluated for review. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot. This event occurred in greece.

Manufacturer narrative:
Investigation of the case determined a root cause traced to a preoperative merge shift. In this case, the selected registration contained a shift that was visible in the lateral view before verifying the merge. The preoperative merge can be more difficult depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. Ultimately, there were no reported adverse effects to the patient and the case was completed. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.